Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three photographs were provided for evaluation. Upon visual inspection of the photographs, air bubbles were observed in the tubing. Based on the data from the investigation, the reported defect was confirmed. The exact root cause was unable to be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: this report is being submitted for event # 2. Details of problem: air in line alarm, norepinephrine infusing. 2 separate IV sets were used. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.